Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 12269948-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included smear cervix abnormal, hypertension, herpes simplex type ii, renal disorder, hyperplasia, postmenopausal bleeding, premature menopause, menses irregular and grand multiparity. Concurrent conditions included dysplasia, nausea and endometrial biopsy. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2016 for bleeding genital, lisinopril since (B)(6) 2006 for hypertension as well as amlodipine, azathioprine (imuran) from (B)(6) 2003 to (B)(6) 2015, biotin, butalbital;caffeine;paracetamol (fioricet) from (B)(6) 2016 to (B)(6) 2017, calcium carbonate;colecalciferol;copper sulfate;magnesium carbonate;magnesium oxide;manganese sulfate;zinc oxide (caltrate + d plus), codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2005, cyclobenzaprine hydrochloride (cyclobenzaprine hcl) since (B)(6) 2003, cyclophosphamide (cytoxan) since (B)(6) 2011, estradiol since (B)(6) 2017, fish oil, folic acid, gabapentin from (B)(6) 2014 to (B)(6) 2015, hydroxychloroquine sulfate (plaquenil) since (B)(6) 2003, hydroxychloroquine since (B)(6) 2003, megestrol acetate (megace) since (B)(6) 2017, mesna (mesnex) from (B)(6) 2015 to (B)(6) 2016, metronidazole (flagyl) from (B)(6) 2011 to (B)(6) 2015, multivitamins, plain, mycophenolate mofetil hydrochloride (cellcept), naproxen since (B)(6) 2003, nebivolol hydrochloride (bystolic) since (B)(6) 2007, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2017, phenazopyridine hydrochloride (pyridium) from (B)(6) 2013 to (B)(6) 2015, prednisone from (B)(6) 2003 to (B)(6) 2015, progesterone (prometrium) since (B)(6) 2017 and progesterone since (B)(6) 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause ("hormonal changes describe: menopause"), depression ("psychological or psychiatric problems depression"), anxiety ("psychological or psychiatric problems anxiety"), fatigue ("fatigue"), migraine ("migraines/ migraines / headaches,") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), complication associated with device ("experience complication"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with paracetamol (acetaminophen) and surgery (dilation and curettage in (B)(6) 2005 and robotic total laparoscopic hysterectomy with bilateral salpingo-oopherectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the menorrhagia, complication associated with device, menopause, depression, anxiety, fatigue, migraine, headache and bladder disorder outcome was unknown. The reporter considered anxiety, bladder disorder, complication associated with device, cystitis, depression, fatigue, headache, menopause, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successftilly occluded. Lot number reported 12269948 is invalid. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge were added. Event outcome of pain, bleeding, bladder/urinary problems were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 12269948-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smear cervix abnormal, hypertension, herpes simplex type ii, renal disorder, hyperplasia, postmenopausal bleeding, premature menopause, menses irregular and grand multiparity. Concurrent conditions included dysplasia, nausea and endometrial biopsy. Concomitant products included lisinopril since (B)(6) 2006for hypertension as well as amlodipine, azathioprine (imuran) from (B)(6) 2003to (B)(6) 2015, biotin, butalbital;caffeine;paracetamol (fioricet) from (B)(6) 2016 to (B)(6) 2017, calcium carbonate;colecalciferol;copper sulfate;magnesium carbonate;magnesium oxide;manganese sulfate;zinc oxide (caltrate + d plus), codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2005, cyclobenzaprine hydrochloride (cyclobenzaprine hcl) since (B)(6) 2003, cyclophosphamide (cytoxan) since (B)(6) 2011, estradiol since (B)(6) 2017, fish oil, folic acid, gabapentin from (B)(6) 2014t o (B)(6) 2015, hydroxychloroquine sulfate (plaquenil) since (B)(6) 2003, hydroxychloroquine since (B)(6) 2003, medroxyprogesterone acetate (depo provera) from (B)(6) 2016to (B)(6) 2016, megestrol acetate (megace) since (B)(6) 2017, mesna (mesnex) from (B)(6) 2015 to (B)(6) 2016, metronidazole (flagyl) from (B)(6) 2011to (B)(6) 2015, multivitamins, plain, mycophenolate mofetil hydrochloride (cellcept), naproxen since (B)(6) 2003, nebivolol hydrochloride (bystolic) since (B)(6) 2007, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2017, phenazopyridine hydrochloride (pyridium) from (B)(6) 2013 to (B)(6) 2015, prednisone from (B)(6) 2003 to (B)(6) 2015, progesterone (prometrium) since (B)(6) 2017 and progesterone since (B)(6) 2017. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause ("hormonal changes describe: menopause"), depression ("psychological or psychiatric problems depression"), anxiety ("psychological or psychiatric problems anxiety"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), complication associated with device ("experience complication") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). The patient was treated with paracetamol (acetaminophen) and surgery (dilation and curettage in (B)(6) 2005 and robotic total laparoscopic hysterectomy with bilateral salpingo-oopherectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, complication associated with device, vaginal haemorrhage, menopause, depression, anxiety, fatigue, migraine and headache outcome was unknown. The reporter considered anxiety, complication associated with device, depression, fatigue, headache, menopause, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successftilly occluded.. Lot number reported 12269948 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 12269948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smear cervix abnormal, hypertension, (B)(6), renal disorder, hyperplasia, postmenopausal bleeding, premature menopause, menses irregular and grand multiparity. Concurrent conditions included dysplasia, nausea and endometrial biopsy. Concomitant products included lisinopril since (B)(6) 2006 for hypertension as well as amlodipine, azathioprine (imuran) from (B)(6) 2003 to (B)(6) 2015, biotin, butalbital; caffeine; paracetamol (fioricet) from (B)(6) 2016 to (B)(6) 2017, calcium carbonate; colecalciferol; copper sulfate; magnesium carbonate; magnesium oxide; manganese sulfate; zinc oxide (caltrate + d plus), codeine phosphate, paracetamol (tylenol with codeine no.3) since (B)(6) 2005, cyclobenzaprine hydrochloride (cyclobenzaprine hcl) since (B)(6) 2003, cyclophosphamide (cytoxan) since (B)(6) 2011, estradiol since (B)(6) 2017, fish oil, folic acid, gabapentin from (B)(6) 2014 to (B)(6) 2015, hydroxychloroquine sulfate (plaquenil) since (B)(6) 2003, hydroxychloroquine since (B)(6) 2003, medroxyprogesterone acetate (depo provera) from (B)(6) 2016, megestrol acetate (megace) since (B)(6) 2017, mesna (mesnex) from (B)(6) 2015 to (B)(6) 2016, metronidazole (flagyl) from (B)(6) 2011 to (B)(6) 2015, multivitamins, plain, mycophenolate mofetil hydrochloride (cellcept), naproxen since (B)(6) 2003, nebivolol hydrochloride (bystolic) since (B)(6) 2007, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2017, phenazopyridine hydrochloride (pyridium) from (B)(6) 2013 to (B)(6) 2015, prednisone from (B)(6) 2003 to (B)(6) 2015, progesterone (prometrium) since (B)(6) 2017 and progesterone since (B)(6) 2017. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("hormonal changes describe: menopause"), depression ("psychological or psychiatric problems depression"), anxiety ("psychological or psychiatric problems anxiety"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), complication associated with device ("experience complication") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). The patient was treated with paracetamol (acetaminophen) and surgery (dilation and curettage in (B)(6) 2005 and robotic total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, complication associated with device, vaginal haemorrhage, menopausal symptoms, depression, anxiety, fatigue, migraine and headache outcome was unknown. The reporter considered anxiety, complication associated with device, depression, fatigue, headache, menopausal symptoms, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-jun-2019: pfs and mr received: reporter information. Lot no added. New events were added - vaginal hemorrhage, menorrhagia, menopause, migraines, headaches, anxiety, depression, fatigue, pelvic pain. Severity and outcome added for pelvic pain. Concomitant drugs and medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.